Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high", however, specific bg value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, the customer alleged that the pump's low and high alert were not annunciating. Tandem technical support reviewed pump data logs and found that the pump performed as intended and the cause of the high bg was unknown. Reportedly, customer continued using pump for insulin therapy.